Event description:
It was reported that the pt's generator had a large amount of magnet activations. The pt did not recall using his magnet that often. Follow up with the pt's treating physician revealed that the pt had not been around any pulsing magnetic fields and he will have his device replaced. Good faith attempts to obtain device diagnostic info and flashcard data have been unsuccessful to date.